Event description:
The customer reported the ventilator alarmed at startup during setup for use due to a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the he data acquisition pcb board was faulty. Pse advised the biomedical engineer replace the data acquisition pcb board. The biomedical engineer reported the data acquisition pcb board was replaced and the reported problem was corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.